Event description:
It was reported that on october 4th, a procedure was performed with a coolseal trinity and justright stapler, and after finishing the mobilization of the lobe, and then having the lobe removed from the cavity, during the air leak test, blood started rushing into the field, and they had to open the patient up and control the situation. The doctor said that one of the seals on the branches that he had sealed with the trinity had burst causing the bleed. While doing everything the staple line on the bronchus failed as well. The doctor finished the case open and sutured everything closed including the branches and the bronchus. The patient doing fine and in ICU for a few different reasons. No additional information available.

Manufacturer narrative:
Di: 10850346007037. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 2 devices were involved on this case: 3010377594-2023-00029.